Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose at the time of incident in the morning was 40 mg/dl on tuesday and it treated with 2 sugar tablets and glass of milk. The customer's current blood glucose is 140 mg/dl and treated their low blood glucose with food and glucose tablets. It also stated that customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.